Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken input disk. Input disk 7 was found completely detached from the base of the housing. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during da vinci-assisted prostatectomy surgical procedure, a piece from a maryland bipolar forceps instrument fell off. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the inspection prior to use did not reveal any damage, and although a piece from the distal end of the instrument was identified, no fragment fell inside the patient. The issue was attributed to wear and tear. The customer said the instrument was not used during the procedure, but then also stated there were no functional issues noticed during the procedure, and it was possible for the instrument to have collided with another instrument or hard material during the surgical procedure. The customer again stated the instrument was not used, but also stated the wrist was straightened. No fragments were retrieved or required additional surgical intervention. The procedure was completed without any injury to the patient, and no post-operative complications related to retaining a foreign object were reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.